Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, we could not conclusively specify the root cause of the foreign material that remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The legal manufacture reviewed the customer-provided cleaning disinfection and sterilization (cds) processes and identified no obvious deviations from the instructions for use (IFU).

Event description:
It was observed that during the device evaluation, the subject device exhibited the following issue: the nozzle had foreign objects. There was no patient involvement.